Event description:
User facility medwatch report received that states "event desc: the closure device did not deploy." Customer report source contacted and the following additional info was received. It was reported that the physician is trained in the use of the perclose proglide device. Arteriotomy closure was attempted of the common femoral artery after a diagnostic procedure. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).

Manufacturer narrative:
(B)(4). Patient was reported to be a (B)(6) old female. Subsequent to the initial medwatch report, the user facility (uf) report source informed abbott vascular that a user facility medwatch report that they had sent to us, was incorrectly populated with data from a previously reported event. Although user facility medwatch report numbers (B)(4) were sent to abbott vascular, the correct and only report during this time period for an abbott vascular device was documented in uf report number (B)(4). It was clarified that uf report number (B)(4) should have included data for a different event that did not involve an abbott vascular device. Reference to uf report number (B)(4) was included in the initial medwatch 3500a report submitted to the FDA by abbott vascular. The correct uf report associated with this event is (B)(4) which is attached to this follow up emdr submission. With the exception of the patients demographic information (age and gender), the initial submission reflects the accurate event details.